Event description:
Reporter indicated that reporter had an explanted bipolar lead that needed to be returned to the manufacturer. Reporter did not know why the device was explanted. One attempt to obtain additional information was made via telephone message to physician's office (12/2001). Second attempt to obtain additional information was made via telephone call to physician's office (01/2002). Nurse indicated that report from explant operation stated that lead was replaced "due to failed vagal nerve stimulator". This report did not indicate that the pulse generator was replaced. Telephone call to explanting facility on same day went unanswered. It is suspected that a possible lead malfunction occurred since there is no evidence of the generator being explanted and only the lead was returned to the MFR. Analysis of returned lead is pending.